Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly multiple times. Reportedly, the customer was able to turn the pump on after connecting the pump to a power source. Reportedly, the pump was at 40-50% charge at the time the pump became unresponsive. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.